Manufacturer narrative:
The balloon of the palmaz blue 5x15/142p pk stent failed to inflate. There were no reported patient injuries. The target lesion was the vertebral artery. The lesion was moderately calcified and had no vessel tortuosity. There was seventy five percent stenosis. The device was stored for one month in the cath lab. The product was stored, handled and prepped per the instructions for use (IFU). There was no damage noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. There were no kinks or other damages noted prior or after to inserting the product into the patient. The devices used with the product did not kink or bend at any time. No part of the device was kinked. There was nothing unusual noted about the stent delivery system prior to use. There was no unusual force used at any time during the procedure. There was no difficulty advancing the balloon catheter through the vessel. The device was not used for a chronic total occlusion. The patient is currently doing great. The procedure was completed by using another product. The product was not returned for analysis. A product history record (phr) review of lot 17771667 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds inflation difficulty - unable to inflate¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and a rate of stenosis of 75% may have contributed to the reported event. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity.¿ according to the safety information in the contraindications in the instructions for use ¿generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of the palmaz blue 5x15/142p pk stent failed to inflate. There were no reported patient injuries. The device was stored for one month in the cath lab. The product was stored, handled and prepped per the instructions for use (IFU). There was no damage noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. There were no kinks or other damages noted prior or after to inserting the product into the patient. The devices used with the product did not kink or bend at any time. No part of the device was kinked. There was nothing unusual noted about the stent delivery system prior to use. There was no unusual force used at anytime during the procedure. There was no difficulty advancing the balloon catheter through the vessel. The target lesion was the vertebral artery. The lesion was moderately calcified and had no vessel tortuosity. There was seventy five percent stenosis. The device was not used for a chronic total occlusion. The patient is currently doing great. The procedure was completed by using another product. The device will not be returned as it was discarded by the site.